Event description:
It was reported that during an open cystectomy procedure, the clips were not properly fed in the jaw. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Misassembled clip track / damaged anti back up. Eval summary: the analysis results for the mcl20 instrument (a) confirmed that it was returned non-functional. The instrument was cycled, fed and formed 2 clips and ejected the remaining clips. The instrument did not lock out. The instrument is designed to lockout when all the clips have been fired. Upon disassembly of the instrument the clip track was found bent, therefore, not allowing the proper feeding of the clips into the jaws. In addition, the antiback up was found damaged. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. The mcl20 instrument (b) was returned in good physical condition. The instrument was cycled, fed and formed the clips properly. It was concluded that the instrument was conforming to manufacturing specifications. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed with no anomalies were noted during the manufacturing process. Device b add'l info: batch # f9gd0a; expiration date: 02/2014; manufacturing date: 03/2009. The analysis results for the mcl20 instrument (c) confirmed that it was returned non-functional. The instrument was cycled, fed and ejected the remaining clips. The instrument did not lock out. The instrument is designed to lockout when all the clips have been fired. Upon dissembly of the instrument the clip track was found bent, therefore not allowing the proper feeding of the clips into the jaws. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c add'l info: batch # e9eu2f; expiration date: 02/2013; manufacturing date: 03/2008; misassembled clip track.